Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(6) 2015 (case# FDA-2014-n-0736-0642, awareness date: 18-aug-2015). It refers to a female consumer of (B)(6)years old in united states who had essure (fallopian tube occlusion insert) inserted in 2012 for permanent birth control. Consumer reported that she experienced bleeding, pain, migraines, hair loss and fatigue. In 2014 she had to have a total hysterectomy to remove the coils and fragments at the age of (B)(6). Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding. She was submitted to a hysterectomy to remove the coils and fragments. These events were interpreted as genital bleeding and device breakage. Device breakage is unlisted in essure's reference safety information; while the other event is listed. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this case minimal information was provided. Consumer stated she had bleeding and other non-serious events in the 2 years she had essure implanted. No information was provided about the reported fragments (if essure broke upon removal or during insertion). Nevertheless, considering the compatible temporal relationship and event's nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since an intervention (hysterectomy) was required for devices removal. A product technical analysis will be requested. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint (ptc) investigation result was provided on 11-sep-2015. Ptc global number is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced bleeding. She was submitted to a hysterectomy to remove the coils and fragments. These events were interpreted as genital bleeding and device breakage. Device breakage is listed according to product technical analysis (ptc); while the other event is listed in essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this case minimal information was provided. Consumer stated she had bleeding and other non-serious events in the 2 years she had essure implanted. No information was provided about the reported fragments (if essure broke upon removal or during insertion). Nevertheless, considering the compatible temporal relationship and event's nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since an intervention (hysterectomy) was required for devices removal. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.